Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was implanted and showed a raised threshold. Repositioning was attempted but the lead could not be removed so amount of deflection was changed and the threshold improved so the procedure was completed. The lead was replaced on (B)(6) 2024 due to increased threshold. Should additional information be received this file will be updated.